Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The sheath was returned with the introducer fully inserted through the distal tip. Curvature was noted on the sheath shaft, which was twisted. The liner fully expanded and distal tip opened as designed. There was a kink on the shaft. The liner was torn in two sections. Hdpe damage was noted approximately 2 inches in length. The liner strand was observed 2 inches from the strain relief and was .75 inches in length. Based on the nature of the complaint, no functional testing was performed. During dimensional inspection, all measurements were found to be within the specification. Device images post-procedure were reviewed and aligned with the returned device condition. Per the technical summary: the IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided. Tortuosity was present within the patient anatomy. The vessels are appropriately sized for use with the 16f esheath+ (minimum luminal diameter of 6.0 mm) and no notable calcification was present. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, difficulty advancing through the sheath and resistance between system components was confirmed based on the visual evaluation of the returned complaint unit. Available information suggests patient factors (tortuosity) likely contributed to the event as the 3mensio imagery revealed that there was tortuosity within the patient anatomy (figure 8). Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, sheath liner torn and liner strand were confirmed based on visual evaluation of the complaint unit. Available information suggests patient factors (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel tortuosity if present can exasperate the interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure while advancing the 29mm sapien 3 ultra resilia valve through the 16f esheath+, there was resistance met in the portion of the sheath that was in the distal aorta. It was observed that the valve had partially perforated the seam of the 16f esheath+. The physician was able to push the valve through the seam of the sheath fully. The valve was then deployed in the aortic position, as planned. The 16f dilator was then inserted into the sheath, and the sheath was removed. Suture mediated closure devices were used for large bore arterial closure, as normal. The patient remained stable throughout and was not injured in any way. Upon examination of the received sheath pre-decontamination, a liner strand was observed.